Manufacturer narrative:
Section h10: (h1):the revision reported in the experience was likely the result of a uti that led to infection of the hip joint space. Section h11: corrections made in the following section(s): (d1) brand name.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2018. Revision due to infection from a patient condition.